Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the patients condition had improved since the lead was disabled. On (B)(6) 2014, the lead was explanted and replaced. It was noted that the lead had dislodged.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient complained of experiencing phrenic nerve stimulation. Interrogation showed a loss of left ventricular capture. The physician opted to disable the lead and monitor the patient through follow-up.